Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported a sustained pressure resulting in loss of mechanical ventilation. There was no report of patient injury.